Event description:
Emergency room personnel were prophylactically pacing a pt for approximately 36 hours. The reporter stated that each time the pt was checked, at half hour intervals, it was observed the deivce had stopped pacing. Each time the pacing leads off message was present however pacing could be restarted without any difficulty. There were no adverse effects to the pt reported as result of the alleged malfunction.